Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿foreign matter clogging mouth of forceps¿ was not confirmed. The following findings were also noted during device evaluation: residual liquid or foreign material come out of suction cylinder, nozzle has foreign objects, bending section has discoloration, adhesive on bunding section has a crack, due to clogging of nozzle, water removal ability does not meet specifications, plastic distal end cover has a burn, and several scratches found throughout the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus thaat the evis lucera gastrointestinal videoscope had foreign matter clogging mouth of forceps. Upon inspection and evaluation, there was foreign object clogging of the nozzle. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.